Event description:
A female patient underwent a breast reconstruction revision with a MENTOR MemoryGel 325¿cc silicone prosthesis and subsequently developed left¿sided Baker grade III capsular contracture with device extrusion, diagnosed on physical examination. Her Baker grade had been recorded as grade III in (b)(6)2026. The issue was first documented on (b)(6)2026; by the time of the second explantation a contracture was present but no formal grade was assigned because the primary concern was radiation¿related skin breakdown and imminent implant exposure. The primary diagnosis was breast implant protrusion, initial encounter, and the procedure was correctly classified as a breast reconstruction revision for breast cancer rather than an augmentation revision. The patient underwent implant removal on (b)(6)2026.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.A manufacturing record evaluation (MRE) was conducted, and no anomalies were found related to this complaint. In addition, the MRE verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: Breast implant protrusion, Capsular contracture grade III.Mentor is submitting this report pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which Mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, Mentor, or its employees, that the report constitutes an admission that the device, Mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank.Manufacturer¿s reference number:(b)(4)